Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while on colon during a laparoscopic low anterior resection, the size may have been too large and tore the tissue. When it was extracted from the patient, the staple line seemed intact. They tried to over sew but tissue was bad. Eventually, they removed the anastomosis and redid with the same device which was smaller in diameter to complete the case. The surgical time was extended by more than 30 minutes due to the product problem.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.